Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that valve made drip and gives a blood reflux. Placement of an anti-reflux valve. No patient injury reported.